Manufacturer narrative:
The device evaluation was completed on 08-nov-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the outside coating of the vizigo sheath was coiling back or bunching back on itself. The soft tip was wrinkled and non-slippery. There was a slight kink on the tip of the sheath. They were not able to get the sheath into the groin, passed the skin. There was no internal sheath mechanism exposed. They were not able to insert the vizigo sheath. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The distal tip of the sheath was reviewed in detail and no anomalies were found. The photo provided by the customer does not provide sufficient information related to the reported issue, since the soft tip was observed without anomalies, and therefore, no results can be obtained from it. A dimensional inspection was performed, and the device passed within specifications. The resistance felt by the customer could be related to skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be considered that a small incision can be a contributing factor to this event. A device history record evaluation was performed for the finished device number 60000202 and no internal action was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the outside coating of the vizigo sheath was coiling back or bunching back on itself. The soft tip was wrinkled and non-slippery. There was a slight kink on the tip of the sheath. They were not able to get the sheath into the groin, passed the skin. There was no internal sheath mechanism exposed. They were not able to insert the vizigo sheath. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported.